Event description:
It was reported that during central processing, the conductor wire insulation was damaged. The conductor wire was exposed. There was no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the issue was identified prior to reprocessing. The fenestrated bipolar forceps (fbf) instrument was last used during a benign hysterectomy procedure on (B)(6) 2022 on system (B)(4). There was no collision, no evidence of arcing or damage. There was also no patient information available.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the fenestrated bipolar forceps (fbf) instrument. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. No images or video were submitted for review. A review of the device logs for the fenestrated bipolar forceps (part# 471205-17/ lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2022 via system serial# (B)(4). There were 3 uses remaining after this last usage. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument had conductor wire damage during a procedure. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the reported complaint of an exposed conductor wire. Failure analysis found the primary failure of a damaged bipolar conductor wire insulation to be related to the reported complaint. The internal wires were exposed as a result. The damage was located at the distal end on the bipolar yaw pulley. No material missing and no thermal damage was observed. Electrical continuity was tested and passed. The root cause was attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.